Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 430pm. The cca was advised the patient manages her diabetes with insulin. The patient stated she took her usual dose of humalog insulin (amount not clear). About 5-10 minutes after the start of the alleged issue, the patient claimed she had a headache, felt "mentally dull," hot and did not feel good. The patient confirmed she was able to obtain a blood glucose result of "261 mg/dl" on another device. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged "ER 5" message remained unresolved.